Manufacturer narrative:
Device evaluated by MFR.: returned device was not consistent with the complaint incident. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were also reviewed and no issues were noted. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the midshaft section found kinks adjacent to the port bond location. The complaint report noted that the device shaft was broken, however the examination found severe kinks and no breakage. A visual and tactile examination found no issues with the hypo-tube profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed 20x2.75mm eccentric de novo lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left circumflex artery. Following predilation, a 2.75x20mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. Subsequently, the catheter shaft broke about 20 cm from the tip while pushing the stent. The device was retrieved intact together with the guiding and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 90% stenosed 20x2.75mm eccentric de novo lesion contained <=45 degree bend and was located in the mildly tortuous and mildly calcified left circumflex artery. Following predilation, a 2.75x20mm promus element drug eluting stent was selected for use and advanced but failed to cross the lesion. Subsequently, the catheter shaft broke about 20 cm from the tip while pushing the stent. The device was retrieved intact together with the guiding and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).